Manufacturer narrative:
Correction: product ID # mc1vr01-delsys FDA device code(s): c95879. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-nov-2020 / serial#: (B)(4). Device available for eval: no, mfg date: 20-jun-2019, labled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the ipg was deployed twice. On first deployment, there was no capture. The physician had difficulty recapturing. After several attempts, the ipg dislodged and the ipg was able to be recaptured. After another deployment, the ipg was implanted and the delivery system was removed. Shortly after the incision sutures were tied, the patient went hypotensive. An echocardiogram was performed which showed a perforation and pericardial effusion. Pericardiocentesis was performed but the patient deteriorated. Cardio pulmonary resuscitation was performed but the patient passed away. The cause of death was suspected to be cardiac perforation.